Event description:
It was reported that a flo-gard infusion pump presented a broken door. This occurred before use, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed on the device. The broken door was identified through visual inspection. The cause of the condition could not be determined. To correct the condition, the pump head door and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.